Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The embolization coil was intact the pusher assembly, but became detached when a penumbra investigator attempted to remove the pod8 from the non-penumbra microcatheter. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was ovalized in the distal shaft. This damage likely contributed to the resistance experienced when advancing the pod8 coil. Upon first evaluation, the pod8 coil was stuck inside the non-penumbra microcatheter and could not be advanced or retracted. After the embolization coil detached during the attempt to remove the pod8 from the microcatheter, the penumbra investigator flushed the non-penumbra microcatheter and attempted to advance the embolization coil out of the microcatheter using a 0.025¿ mandrel. Extreme resistance was met when the embolization coil reached the ovalized areas of the microcatheter. Further evaluation revealed the pod8 pusher assembly was bent in multiple locations. This damage likely occurred due to forceful manipulation of the pod8 coil against resistance. Pod8 devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00825.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils and ruby coils. During the procedure, while advancing a pod8 coil through another manufacturer's microcatheter, the physician experienced resistance. Subsequently, the pod8 coil became stuck and would not advance out of the microcatheter. Therefore, both the pod8 coil and microcatheter were removed. The physician then attempted to advance a ruby coil through a new microcatheter from the same manufacturer but also encountered resistance. Thereafter, both the ruby coil and microcatheter were removed and the procedure was successfully completed using a pod8 coil and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.